Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual analysis revealed a kink was observed towards the distal end. This created resistance when inserting the guide wire into the proximal opening of the cannula. An initial manual tug test confirmed that the guide wire was intact. Further functional testing revealed resistance from inside the needle cannula. Despite the kinking, the returned guide wire was able to advance into the returned needle cannula. Resistance was encountered; however, the guide wire was able to pass. This test was repeated by inserting a lab inventory guide wire into the needle cannula. Resistance was encountered from inside the cannula; however, the cause of the resistance cannot be visualized. The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot #'s in question occurred prior to CAPA implementation (07-oct-2024). A device history record review was performed, and a relevant finding was identified. Non-conformances were initiated to address the issue of "arterial-swg/needle resistance, kinked" and "arterial-swg kinked in package/prior to use" (respectively). Further analysis confirmed that this is the same failure(s) involved with this complaint and is being further investigated in a previously opened CAPA. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis a resistance from inside the cannula. This and the kinking on the guide wire likely contributed to the reported failure. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine."